Event description:
The customer reported that the paramedics were called to his home due to low blood glucose of 20mg/dl. The customer believes that he gave too much insulin. When he thought the insulin pump was not functioning and he bolused multiple times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.